Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation ¿ additional. H6: investigation findings - additional.

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. A receiver charge was performed and passed. A receiver boot test was performed and passed. Functional tests were performed and passed relevant tests. Functional test which failed serial number verification. An internal visual inspection was performed and passed. The receiver log was downloaded and failed due to reset was found in the log. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.